Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an error in the motor that was detected by reading an unexpected value from the hall sensor (pump error 43). The customer reported no adverse event. The event involved product(s) mmt-1715k. The customer reported a short battery life or a low battery alarm. The battery lasted more than 1 week. Explained this is expected behavior. Troubleshooting determined that the issue was possibly caused by a site issue as the error did not recur after rewinding the pump and completing the rewind/prime process again with the same set. The customer reported a labeling issue. Product labels are reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1715k was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thus. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power alarms or pump error 43 noted during testing. However, confirmed in the history files pump alarmed pump error 43 two times on (B)(6) 2024 between 07:01:00.000 to 07:11:00.000 due to corroded motor home switch. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly. However, moisture damage noted to motor assemblies during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, missing serial number label, cracked battery tube threads, cracked keypad overlay, corroded battery tube, corroded motor home switch. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, confirmed cosmetic damage at serial number label and pump alarmed pump error 43 in the history files due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.